Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Other: na.

Event description:
It was reported that the patient received inappropriate therapy due to noise on both leads. The patient also had an infection. Insulation anomaly suspected.